Event description:
Procedure type: sigmoid resection. According to the reporter: product was fired without incident, when trying to remove product hung up in colon and anvil separated from stapler. Anvil was removed by transecting the colon and the colon was re-anastomosed without incident. There was no blood loss of 250 cc or more due to the product problem. Surgical time was not extended by more than 30 mins due to the product problem. There was unanticipated loss of tissue.

Manufacturer narrative:
(B)(4).